Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing did the incident occur on? --- 1st firing. Were there any feeding issues experienced with the device? ---no. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? --yes. Did the clip damage the vessel? ---no.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, scissoring occurred when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. During analysis the jaws open and close as intended. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process